Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate or verify the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The distributor contacted stryker to report that during use of their device for automatic cardiopulmonary resuscitation a patient's wrist must have slipped in the strap. When the resuscitation was ceased and the wrist was unstrapped, it was observed that the thumb was dislocated.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Stryker conducted a clinical review of the event and determined that the device use may have contributed to the patient's reported outcome. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The distributor contacted stryker to report that during use of their device for automatic cardiopulmonary resuscitation a patient's wrist must have slipped in the strap. When the resuscitation was ceased and the wrist was unstrapped, it was observed that the thumb was dislocated.